Event description:
A report was received that the patient¿s stimulator was not working. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time regarding the explant.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model#: sc-4316, lot #: 15510923, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient¿s stimulator was not working. The patient will undergo an explant procedure.